Manufacturer narrative:
It was reported by customer that IV tubing filter for tpn found to be leaking with notable puddle drippage on the floor with bed frame, filter and IV tubing sticky. One sample was received for quality investigation. Visual inspection was conducted and no visual damage or abnormalities were identified. The extension set was then primed with a 10 ml syringe to push water through the sample. During priming of the set. Leakage was identified coming from the union between the outlet port of the filter and the extension set tubing. The customer complaint of leakage was verified by inspection. The investigation was forwarded to the manufacturing facility to determine the root cause. After the investigation it was determined that the possible root cause to the leakage at the filter was an incomplete insertion between the tubing and filter by the assembler. A quality alert was generated to reinforce the correct assembly, and the correct use of the assembly fixtures to avoid leaks. A device history record review for model mz9226 lot number 24019286 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector(s was leaking. The following information was received by the initial reporter with the following verbatim. During initial assessment @ approx. 0730, after handoff report in the morning, dayshift rn performing drip calculations and tracking all IV fluid lines. IV tubing filter for tpn found to be leaking with notable puddle drippage on the floor with bed frame, filter and IV tubing sticky. Rn immediately notified charge rn to discuss. Decision was made to briefly pause tpn, prime new IV tubing with filter and reconnect. Pt remained stable and incurred no harm. Rn wiped down giraffe bed frame, wheels and floor. Tubing was serquested and taken to material management.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.